Manufacturer narrative:
Device evaluated by MFR: the device was returned to our post market quality assurance laboratory. The recommended sheath size as per specification for this device is a minimum 6fr. The customers 6fr introducer sheath was not returned for analysis. The investigator was unable to advance the device through a 6fr sheath due to a pinhole in the balloon material preventing negative pressure being applied to the device. A visual examination found no damage or issues with the blades. All blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was noted inside the balloon which is evidence of a device leak. A leak test was carried out which identified a balloon pinhole located approximately 7mm distal of the proximal markerband. The rated burst pressure for this device is 10 atmospheres as per specification. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 31jan2025. It was reported that the balloon did not fit well into the hub of sheath. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for dilation. However, it was noted that the balloon did not fit well into the hub of sheath. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a balloon pinhole located approximately 7mm distal of the proximal markerband.